Event description:
It was reported that the patient decided to have the device removed due to scars and pain. It was noted that the patient was enrolled in the insight xt study. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).